Event description:
It was reported that during an index procedure there were some issues with the heparin given during the case, and the patients clotting time never reached an acceptable level for a endovascular procedure. After the physician closed the ipsy side via perclose, he was no longer able to feel a pulse on the right femoral artery or anywhere distal for that matter. He then proceeded to cut down the thrombus and using a fogarty catheter and restored pulses. He pulled a string of what is presumed to be ptfe/coating of some kind out of the vessel, as well as good deal of thrombus. This case was fairly routine and there wasn't any resistance noted while advancing the sheath/device. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the investigation findings of the returned sample, the reported event is inconclusive although the clear plastic recovered from the patient appears to be a strip of ptfe that came from the inner sheath lumen. Suboptimal medical information and imaging was provided for clinical assessment: the calcifications and the irregular blood lumen might have contributed to this event. Suboptimal anticoagulation intra-procedurally also might have contributed. The reported damage during procedure, foreign body removal, occlusion, thrombus and vascular repair could not be substantiated radiographically. A manufacturing record review was performed. The lot met all release criteria with no related ncmr's. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The product fmeas have been reviewed and confirm that the risk has been accurately captured. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. A root cause for this event could not be definitely determined, but the investigation suggests that something caused the vectran to pull from the device, tearing the ptfe along with the vectran. Investigation also identified aggressive handling or other procedural factors as potential root causes. During manipulation of the devices, apparently a piece of the dislodged ptfe broke free and migrated into the patient's right femoral artery.